Event description:
A pt who had a prodisc-c implanted, returned to his office for a follow-up visit and reported hearing a 'click' noise in his neck and has persistent pain. No determination as to resolution has been made at this time.

Manufacturer narrative:
Add'l info has been requested. Implant date reported as (B)(4), 2009. Implant remains in the pt. Investigation is ongoing, no conclusion can be drawn. Review of mfg records for this lot number has been requested.